Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when it was inflated at normal inflation pressure upon third inflation. The device was simply removed, and the procedure was completed with another of the same device. No patient complications were reported.